Event description:
The following has been reported: biomed reported: "it was alarming "pump problem" there were pump problems on the following dates and times: (B)(6) at 1:14, (B)(6) at 9:27 and 9:30." Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr assembly failure. During evaluation, unit did not alarm and was infusing normally. Vr dial was moving as expected. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. An internal investigation was performed and it was found one of the lcd screw mounts was damaged. The vr assembly was uninstalled, examined and reinstalled, results unremarkable. Unit was reverted to manufacturing mode and passed vr functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The customer reported issue was not confirmed.